Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the vitrectomy handpiece did not work during a cataract extraction with intraocular lens implant procedure. The pt had received a posterior capsule tear during the cataract extraction. The vitrectomy handpiece was exchanged to complete the procedure. Add'l info has been requested, but none has been received to date.